Event description:
The customer reported the system displayed a communication fail error message thereby resulting in a loss of fluoroscopy x-ray. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Several circuit boards were reseated and connections were restored. The system was then found to be operating as intended.